Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
The caller reported that their pt was using a tracheostomy tube that would not lock. The caller reported that it is a reusable tube, and that the hub on the outer cannula broke, and the inner cannula does not lock on to the outer cannula. Caller states that this happened over a week ago, but is reporting it now. The caller did not know the manufacturer or model of the tube.